Manufacturer narrative:
The monitor was evaluated by siemens customer service center in st. Denis, france. Co was able to isolate the problem to a poor connection between a pc board and the mother board connector. The connector was repaired and the monitor had been operating according to specifications for several weeks.

Event description:
Alarms (audible and visual) not triggered by asystole, neither on bedside monitor nor on central station. Flat curves were observed on the monitor screen. A nurse was standing by the pt when the event occurred and provided immediate care to the pt. There was no injury.